Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified and severely calcified forearm. A 3mm x 40mm x 146cm coyote es was advanced for dilation. During the procedure, on the first inflation, the balloon ruptured. The device was removed without a problem and replaced for a different model. No complications reported, and patient status was good.